Event description:
It was reported that the patient presented to the hospital for a pacemaker change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. It was also noted that patient was pacemaker dependent and that the physician had previously programmed to not sense in the rv lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged from the hospital post procedure.